Event description:
It was reported that the device was issuing an atrial lead warning since the atrial port was plugged and not in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.